Event description:
Reporter stated that the pt was hospitalized for 5 days, for treatment of diabetic ketoacidosis. Reporter noted that, for 3 days prior to hospitalization, pt's blood glucose results on the suspect device had been "normal" (180 - 200 mg/dl). Reporter indicted that, prior to admission, pt was not feeling well and had been vomiting. Upon arrival in the hosp, pt's blood glucose reportedly measured 530 mg/dl, on a hosp device, and 120 mg/dl. No details of pt's treatment were provided. Pt's current condition: ok, but blood glucose remains elevated. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.